Manufacturer narrative:
Continuation of d10: product ID tm90t0 , serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 28-dec-2022, UDI#: (B)(4). H3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was back pain with let pain and non-malignant pain. The patient reported the communicator is not holding a charge and the patient has been having issues for about a year. The indicator light jumps on and off and he has tried different cords and outlets. An email was sent to the repair department to replace the device. The patient states issues charging. Tried different cords and if they hold the cord in a certain spot after jiggling it, it will work. No patient injury reported.